Event description:
The customer reported a leak from the cartridge chemistry (cc) probe b of the unicel dxc 800 synchron system. The customer indicated that fluid leaked onto the reagent cover tray and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, eyewear, and a laboratory coat during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer attempted to resolve the issue by changing the reagent probe but issue was not resolved.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched for this event. The customer's biomed engineer discovered no vacuum at the solenoid vacuum collar wash valve. The biomed engineer replaced the valve to resolve the issue. Failure mode of the event is attributed to the solenoid vacuum collar wash valve and issue was resolved by the customer's biomed engineer by replacing the affected valve. Beckman coulter internal identifier for this report is (B)(4).